Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The x-ray tube cover was adjusted. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system displayed a bad iris error message and would not expose an x-ray. No pt injury was reported.